Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Subsequently, the pump touch screen became unresponsive and then the pump shutdown unexpectedly. There was no impact to the customer¿s blood glucose. Reportedly, the customer turned the pump on, and continued using the pump for insulin therapy.